Manufacturer narrative:
Concomitant medical products: product ID: 871136, lot# b0229340k, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the exact catheter dysfunction was not reported. The pump was replaced due to normal end of life. The event resulted in; medical/surgical intervention to prevent life-threatening illness/injury or permanent impairment to bodily structure or function, serious deterioration in the health of the patient, and in-patient/prolonged hospitalization.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The aware date was corrected from 2014-12-03 to 2015-12-03 for the previous regulatory report for the new information received.

Event description:
Additional information received reported corrected implant and explant dates of the catheter. It was noted the catheter dysfunction was identified 6 days after a pump replacement.

Event description:
It was reported side-port aspiration from the pump was not possible. As a consequence, the patient was held in the hospital for the control of withdrawal symptoms. Actions taken were reported as; in-patient hospitalization, prolongation of existing hospitalization and replacement. The catheter was revised on (B)(6) 2014. The pump was used to deliver morphine and bupivacaine. The patient recovered without sequelae on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a foreign manufacturer representative (rep). It was reported that the patient was admitted to the emergency room for chronic obstructive pulmonary disease (copd). On (B)(6) 2014, the catheter was revised because the patient's "withdrawal complaints did not disappear". The new updated information updated "pump unable to enter. Withdraw from catheter access port" to "pump unable to enter/withdraw from catheter access port".

Event description:
On 2015-12-07, additional information was received from a foreign rep. It was reported that extra information was received to clarify the event. The patient was being treated for chronic neuropathic pain post mastectomy by an implantable infusion pump used to deliver morphine. The pump was explanted due to end of life (eol) and replaced on (B)(6) 2015. A side-port aspiration was not possible at the 'moment' and shortly after the operation the patient developed opiate withdrawal symptoms and was admitted to the high care division. Due to withdrawal symptoms and a failed second side-port aspiration attempt, it was decided to replace the catheter.

Event description:
On (B)(6) 2015, additional information was received from the manufacturer representative (rep). It was reported that the device diagnosis had been changed. It was stated, "pump unable to enter. Withdraw from catheter access port".

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_pump, serial# unknown, explanted: (B)(6) 2014, product type: pump. Product ID: 871136, lot# b0229340k, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported during the surgery, air was aspirated from the catheter. The catheter was not flushed during surgery. Side-port aspiration from the pump was not possible on (B)(6) 2014. As a consequence, the patient was held in the hospital for the control of withdrawal symptoms. The catheter dysfunction was only noticed when aspiration was impossible. The exact reason was unknown.